Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a complete catheter was returned in one piece with the valve-by-pass covering the protective sleeve and the distal cap. Visual inspection found the tether control knob was in aligned position, but the tethers were found mis-aligned inside the distal cap. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the evet reported in the field.

Event description:
It was reported the patient presented for implant procedure. During procedure, the leadless pacemaker (lp) exhibited low pacing impedance after fixation. The lp was repositioned and exhibited poor capture thresholds after fixation. While attempting to reposition the lp, the lp prematurely separation from the delivery catheter. The lp remained implanted. There were no patient consequences.